Manufacturer narrative:
Product event summary #(B)(4), the device was not returned for analysis. However, performance data collected from the device was received and analyzed. There were at least 5 parity errors noted.

Event description:
It was reported that during the device check, there was an observation under histograms that said "invalid data" and question marks after remaining longevity. It was also reported that the patient was receiving daily radiation treatments. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4592-53 implantable pacing lead: (B)(6) 2003. 4193-78 implantable pacing lead: (B)(6) 2003. (B)(4).